Event description:
During the laparoscopic cholecystectomy, the distal jaws of the babcock forceps broke and fell into the peritoneal cavity. The broken piece was approx 2.5 - 3 inches, and it was successfully retrieved and removed through the original incision (no additional incision was required). As a result of the breakage, the surgery time was prolonged about 30 minutes. According to the hospital, "this should present no significant morbidity to the pt." This event type is occurring below the frequency and severity that are usual for this device.